Event description:
The report received from the field indicated that while preparing for a diagnostic cardiac catheterization, the hub of the 5 fr. 100 cm. Infinity jl4 catheter was noted to be broken upon opening the packaging. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The report received from the field indicated that while preparing for a diagnostic cardiac catheterization, the hub of the 5 fr. 100 cm. Infinity jl4 catheter was broken upon opening the packaging. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. The product was returned for inspection. One unit not sterile fr5 100 cm. Coiled inside plastic bag, the hub is broken on the hub thread, a fragment of hub is missing, the fragment was not received. The tip presents a kink a 3.5 cm from the distal end. The failure reported by the customer was confirmed due to the hub is broken, however the exact cause of this cracking and the exact cause of the kink could not be conclusively determined. Controls are in place to prevent this types of failure from leaving the facility, refer to manufacturing work instruction (B)(4). The (B)(4) was initiated. The complaint of hub fracture was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. A dpra has been opened to address this confirmed failure mode.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.